Event description:
It was reported to philips that the c-arm could not be moved as the lead shield was stuck in the bearings. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnostic procedure when the issue occurred, and the procedure was completed as planned. The philips remote service engineer (rse) inspected the system remotely and confirmed that the c-arm could not be moved as the lead shield was stuck in the bearings. During troubleshooting, the philips engineer tried to release the brakes for the c-arm to move, but it still would not move. The engineer advised the customer to use (B)(4) chapter 3.2.36 and remove the covers so that they could access the c-arm bearings and remove the stuck lead shield. The philips engineer insisted the customer to perform c-arm calibrations for potentiometer, position, current, and bodyguard once the lead shield is removed. The customer informed the rse that their lead shield was ripped and would let the philips engineer know about the kind of shield they require. The customer did not call back for further assistance. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.